Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined."no additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on 05/11/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and failed. Performed share log review and no data was found in the log. The reported event of a loss of connection was undetermined. The patient's complaint was undetermined because there was no data in log to review. The probable cause could not be determined.